Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, drawer did not open.the customer stated that this malfunction occurred while dispensing the medication.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist (tss) asked the customer to power off the drawers and inspected the cabinet for any loose cable connections. Then the customer confirmed there was a loose wire behind the cabinet and tightened it. After powering the cabinet back on, the tss relaunched the application and verified the setup zones again. This time, the drawers were recognized. The system functioned as intended after the technical support specialist troubleshot the device.